Event description:
Boston scientific received information that a physician speculated that historical noise observed on this patient's chronic transvenous right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) may have been due to a loose device set screw. The patient's chronic rv defibrillation lead had it's rate/sense portion temporarily abandoned when a new rv rate/sense lead was implanted.

Manufacturer narrative:
The chronic rv lead's rate/sense portion has been reconnected to the patient's new device, and this chronic rv defibrillation lead remains implanted and in service at this time. The patient's ICD was electively replaced several years ago and never returned to boston scientific. No adverse patient effects were reported as a result of this event. This event will be updated if any additional information becomes available.